Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. ¿ updated fields: b5; d8; g3; h2; h6 and h11 corrected fields: e1; e3 the device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source had no image, during an unspecified diagnostic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced an error code (e200) and no image during an unspecific procedure. The procedure was completed with the same device. There were no reports of patient harm.